Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 35mm amplatzer pfo occluder was selected for implant on (B)(6) 2024. The occluder was implanted. No leak was noted. On (B)(6) 2024 during a follow-up transthoracic echocardiogram (tte) the patient presented with a positive bubble test using the valsalva method. A grade 2-3 leak was present. No intervention was required. Per the physician, the occluder may not have endothelialized fully at the time of the tte. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.